Manufacturer narrative:
The device was returned due to signal loss and a display issue. Electrodes 1-4 met specifications of acceptable resistance values with no open circuits detected, but a short circuit between electrode 2 and electrode 3 was detected, consistent with the reported event. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. In addition, evidence of dried saline was noted within the redel connector, consistent with the short circuit detected. The device did not meet specifications during an irrigation leak test and further investigation revealed a gap at the luer/irrigation tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing, consistent with the evidence of dried saline noted within the redel connector.

Event description:
This report is to advise of a leak observed during analysis confirming the reported signal issue of the catheter.